Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was concerned about the new purewick catheters they ordered did not have becton dickinson (bd) labelled on the package and the product feels thicker, whereas the first two packages they ordered did have the label. Customer was wondering if they received the correct product. There were no issues with product or patient harm.

Event description:
It was reported that the customer had ordered 3-4 boxes of purewick female external catheters. The new purewick catheters did not have becton dickinson (bd) labelled on the package, whereas the first two packages they ordered did have the label, and the product felt thicker. The customer also stated that the catheters appeared to have less suction. Per follow up via phone on 01-may-2023, a family member reported the female external catheters were for her mother, but she had passed away. No additional information was provided. Per clinical follow up via phone on (B)(6) 2023 the patient¿s daughter was unable to provide any additional information regarding the reported issues. She reported the 82-year-old female patient passed away on (B)(6) 2023 due to pneumonia. She additionally stated the patient¿s death was unrelated to the purewick device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.